Manufacturer narrative:
Unit received with blank display due to missing battery tube spring. Unit also received with cracked battery tube threads, minor scratched lcd window, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the inside of the insulin pump's battery compartment was broken. Customer's blood glucose level was 33 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.